Event description:
It was reported that the patient had a heart rate at 29 beats per minute. It was also noted at the next device check that the device was unable to be interrogated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis revealed the returned device revealed lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). The device was not returned and will not be evaluated.